Event description:
It was reported that the intraocular lens (iol) was inserted into the patient's eye. Once it was placed, the lens was sunsetting (intraocular lens implant is not in its normal position) and the doctor did not like this and removed the lens. A vitrectomy was performed. The lens was replaced with a model za9003 lens. No further information was provided.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.